Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ pelvic area") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 5 (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), premature birth, uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016 and postpartum state. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation and morbid obesity. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2015. In 2015, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibriods"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area") and back pain ("low back area"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain was resolving and the uterine haemorrhage, fatigue, menstrual disorder, depression, anxiety, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Human papilloma virus test: on (B)(6) 2015: results: positive. Hysterosalpingogram: on (B)(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received. Events : dyspareunia (painful sexual intercourse), abdominal area, low back area were added. Events : pain, abnormal pain ,low back pain, abnormal bleeding (vaginal , men orrhagia) outcomes updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015, premature birth, uterine bleeding on 31-aug-2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016 and postpartum state. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation and morbid obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Human papilloma virus test - on (B)(6) 2015: positive hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 5 (((B)(6)2008,(B)(6)2009,(B)(6)2011,(B)(6)2013 and (B)(6)2015)), premature birth, uterine bleeding on(B)(6)2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6)2016 and postpartum state. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation and morbid obesity. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced depression ("depression"). In january 2016, the patient experienced anxiety ("mental anguish"). On (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibriods"). On an unknown date, the patient experienced fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Human papilloma virus test - on(B)(6)-2015: results: positive. Hysterosalpingogram - on 01-jan-2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Concomitant drug added. Events: uterine fibriods and dysmernorrhea (cramping) were newly added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo anessure confirmation test". The patient's past medical history included multigravida, parity 5 (((B)(6) 2008,(B)(6) 2009,(B)(6) 2011,(B)(6) 2013 and (B)(6) 2015)), premature birth, uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016 and postpartum state. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation and morbid obesity. Concomitant products included paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016 1 year after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on 21-oct-2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Human papilloma virus test - on (B)(6) 2015: positive hysterosalpingogram - on (B)(6) 2016 : essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, event added as :- depression and mental anguish, concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pelvic area/ pain') in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016, multigravida, parity 5 (((B)(6) 2008, (B)(6) 2009, ( B)(6) 2011, (B)(6) 2013 and (B)(6) 2015)), premature birth and postpartum state. Previously administered products included for an unreported indication: percocet, dha prenatal and valium. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation, morbid obesity, drug allergy, seasonal allergy and fibroids. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2015. In 2015, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area") and back pain ("low back area"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the fatigue, menstrual disorder, depression, anxiety, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Human papilloma virus test - on (B)(6) 2015: results: positive. Hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pelvic area/pain'). In a 26-year-old female patient who had essure (batch no. C51083), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo an essure confirmation test". The patient's medical history included: uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016, multigravida, parity 5 (((B)(6) 2008, (B)(6) 2009, (B)(6)2011, (B)(6) 2013 and (B)(6) 2015)), premature birth and postpartum state. Previously administered products, included for an unreported indication: percocet, dha prenatal and valium. Concurrent conditions included: dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation, morbid obesity, drug allergy, seasonal allergy and fibroids. Concomitant products included: ibuprofen and paracetamol (acetaminophen) since 2015. In 2015, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area") and back pain ("low back area"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. And the fatigue, menstrual disorder, depression, anxiety, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number#: c5108 as per pfs. And c51083 as per mr. She was not advised of any complications or problems, that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.9 kg/sqm. Human papilloma virus test: on (B)(6) 2015, results: positive. Hysterosalpingogram: on (B)(6) 2016, results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Batch no: c51083, lot number#: c51083, manufacturing date: 2014/04, expiration date: 2017/04. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pelvic area/ pain') in a 26-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016, multigravida, parity 5 (((B)(6) 2008,(B)(6) 2009,(B)(6) 2011,(B)(6) 2013 and (B)(6) 2015)), premature birth and postpartum state. Previously administered products included for an unreported indication: percocet, dha prenatal and valium. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, gastrointestinal irritation, morbid obesity, drug allergy, seasonal allergy and fibroids. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2015. In 2015, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibriods"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area") and back pain ("low back area"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the fatigue, menstrual disorder, depression, anxiety, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Human papilloma virus test - on (B)(6) 2015: results: positive. Hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain / pain/ pelvic area/ pain, abnormal uterine bleeding, vaginal bleeding, menorrhagia, abdominal area and low back area was updated to recovered/resolved. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015)), premature birth, uterine bleeding on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2016 and postpartum state. Concurrent conditions included dysplasia (mild,moderate), discomfort, redness, nausea, diarrhea, viral gastroenteritis, bowel dysfunction and morbid obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent total hysterectomy, complete bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure moderately well. Lot number-c5108 as per pfs and c51083 as per mr. She was not advised of any complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. (B)(6) test (B)(6) - on (B)(6) 2015: (B)(6). Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant diseases, laboratory data, were added. Updated suspect drug indication, start date, stop date and lot number. Events menorrhagia and vaginal bleeding and she did not undergo an essure confirmation test were added from pfs and updated event. Event abnormal uterine bleeding was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, fatigue and menstrual disorder outcome was unknown. The reporter considered fatigue, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.